Event description:
While administering pacing therapy to the pt, the pacer shut off two times without warning. This allegation was based upon a lack of expected pt response to pacer output. There was no report of adverse pt affects due to the alleged failure. Pt outcome was not reported.